Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis the programmer head failed all uplink amplitude tests and it was noted that the label was missing its backing. The cable and the label were replaced to resolve. (B)(4).

Event description:
It was reported that the programmer generated an error message. It was noted that the service disk was run but the situation persisted. Follow-up determined that the error occurred mid-interrogation and that the programmer did need to be changed out. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head originally returned as an associated device subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.